Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the non-union is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. This failure does not indicate a defect in the product. A minimal risk is associated with this failure. Sign fracture care international continues to monitor these events as part of our post market surveillance activities.

Event description:
We became aware on (B)(4) 2018 that a sign im nail implanted to repair a fracture was replaced due to a non-union. The im nail was replaced with a 11mm x 320mm standard nail per the sign technique manual. Surgeon comment: "fin nail migrated several centimeters proximally. Removed easily and poor bone quality detected. Fracture site with axial instability. Given the general conditions of the patient (not good) we decided to overream the canal and just insert a new sign nail with static interlocking. No calloclasis and bone grafting has been considered."